Event description:
It was reported that skin irritation characterized by itching, redness, and swelling occurred while wearing the pod on the hip/buttocks. The patient's blood glucose values were reported at 12.8 mmol/l (230 mg/dl). Symptoms developed during pod use and were localized to the pod adhesive site. The affected area appeared red and swollen upon pod removal. The patient sought medical attention via a telephone consultation on 22-apr-2026. Photos of the skin irritation were reviewed by the healthcare professional, and a suspected allergic reaction to the pod adhesive was assessed. The healthcare professional prescribed budesonide spray, with instructions to apply it prior to each pod placement. Following treatment, improvement of the skin irritation was reported, with a new pod being placed successfully. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and prescription reported. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.